Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a "different zapping" and that it [the zapping] seemed to be fading in and out. The symptoms reportedly felt similar to when the pt's stimulation was depleting or low. It was also reported that all three green lights were lit on the back of the pt programmer.